Event description:
It was reported the cystonephrofiberscope outer covering came off the tip. The event was identified during an upper endoscopy diagnostic procedure and was completed utilizing an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.